Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms. Pump received with cracked belt clip slot, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump estimate value for the food bolus wizard is not correct. Customer also reported that that they reviewed bolus wizard settings and all parameters were entered correctly. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.